Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cable is flooded and due to damage to ccd (charge coupled device), interference when connecting with coupler. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited cable is flooded and due to damage to ccd (charge coupled device), interference when connecting with coupler. There was no patient involvement.